Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed that the exhalation door was crimping the exhaled flow sensor hose. The exhaled flow sensor was restored to proper orientation and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault while connected to the patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.